Event description:
The customer reported on (B)(6) 2014 at 7:00 pm he activated a new pod on his abdomen. His blood glucose was in normal range (exact bg level was not provided) for the next two days. In the morning of the third day (4/5) his bg reached 496 mg/dl so he checked his ketones and they were positive. He gave a correctional bolus (exact dosage was not provided) of insulin. At 10:00 his bg was reading 571 mg/dl and then he realized the cannula was no longer inserted into the infusion site. The pod was removed and he was able to activate a new pod.

Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.